Event description:
It was reported that shaft perforation occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal (pop) artery to the below the knee (btk) artery. A non bsc guide wire was advanced. A 3mm x 40mm x 145cm coyote¿ es balloon catheter was then used to dilate the lesion. The balloon was inflated at 6 atmospheres during the first inflation. During the second inflation, the balloon was inflated at 6 atmospheres. On the second inflation, the physician noted that the wire went out from the guide wire lumen based on the image. The device was removed from the patient. The procedure was completed with another coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was blood in the guidewire lumen. Microscopic examination revealed a hole in the inner shaft 2mm from the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft perforation occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal (pop) artery to the below the knee (btk) artery. A non bsc guide wire was advanced. A 3mm x 40mm x 145cm coyote es balloon catheter was then used to dilate the lesion. The balloon was inflated at 6 atmospheres during the first inflation. During the second inflation, the balloon was inflated at 6 atmospheres. On the second inflation, the physician noted that the wire went out from the guide wire lumen based on the image. The device was removed from the patient. The procedure was completed with another coyote es balloon catheter. No patient complications were reported and the patient's status was good.